Event description:
Allegedly 23 days post-op pt had dislocation. After surgeon performed closed reduction, he took x-rays and disassociation of the bipolar cup and the metal head were found.

Manufacturer narrative:
Investigation is not complete. Additional info has been requested. Attempts are being made to have the product returned for eval. Trends will be evaluated. Event device code is addressed in package insert. This report will be amended when the investigation is complete. This event occurred in another country.